Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the cartridge compartment. In addition, the reporter stated that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: part of the cartridge compartment was broken off. A leak test was performed and a battery and case leaks were diagnosed due to a crack between the case seal and the display. In addition, investigation revealed evidence of moisture in the battery compartment.